Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's buttons were sticky and hard to press. Customer's blood glucose value was unknown. Customer stated that the pump rejected new batteries, there was grinding noise while rewind and was slower during rewind. Insulin pump will not be returned for analysis.